Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 86mg/dl and 329 mg/dl. Customer reports taking the test 10-15 minutes after removing the strip from the vial. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.